Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(4). The customer ran qc with the meter and test strips and the result was within the acceptable range. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number unknown. At 10:04 am, the first result from the meter was 4.1 inr. The customer immediately retested and the result was 2.8 inr. The customer immediately retested and the result was 3.2 inr. Qc was run on the meter and test strip lot and the result was 1.9 inr which met acceptance criteria. The customer has a therapeutic range of 2.0-3.0 inr.